Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72," "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the program software that was installed became corrupted. The program software was re-installed to resolve the report. The device was recertified and returned to the customer. Historically failures of this type are a result of the device's software being upgraded. Analysis of reports of this type has not identified an increase in trend.